Event description:
It was report to covidien on (B)(6) 2012 that a customer has an issue with a dialysis catheter. The customer reports during the placement of the catheter it was noted that the catheter body bends. The guide wire and needle also bend easily. The customer reports that during hemodialysis, due to the positive and negative pressure generated by the machine, the catheter leaked at the y-junction and the silicone extension. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.